Event description:
It was reported to siemens healthineers that a malfunction occurred while using the artis zee biplane. During an emergency procedure, the user stated that patient registration was not possible and that the large display was dark. The system was rebooted several times and still did not come to ready state. The procedure was continued and finished using an alternate system. We have no indications of any adverse effects on the health status of the involved patient. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a hardware error. Detailed investigation revealed that the power supply module for the mdm (multi display manager, large display controller) was defective. As a result, the system switched into bypass mode, as the large display went dark. There were additional displays available. Bypass mode describes the mode where only continuous fluoroscopy with reduced image quality is available, and the acquired scenes cannot be saved and reviewed. All system movements were still working as intended. The customer tried to solve the problem by performing a power cycle (system off/on) with no success. The defective power supply was exchanged as part of service activities and resolved the problem. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.